Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. To address the issue, the getinge service territory manager (stm) replaced the batteries and completed a full pm, safety, calibration and functionality checks. All checks were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the battery run time test failed on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse even was reported.